Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving baclofen 2000 mcg/ml 580 mcg/day via an implantable pump. Indication for use was intractable spasticity. The date of the event was (B)(6) 2016. It was reported the patient experienced itchiness. The itchiness started in the right leg and had been spreading up into the right arm. A dye study was performed on (B)(6) 2016 and was fine. A roller study was performed (B)(6) 2016 and was fine. No interventions were planned. No pump volume discrepancies had been observed. On 5/13/2016 additional information was received. Another dye study was performed and dye was seen in the intrathecal space. A computed tomography scan was performed to see the catheter with dye in it more clearly; everything appeared normal and dye was going where it should. The dose was increased dose to 700 mcg/day. The patient was still having itching and it was more widespread. The patient¿s blood pressure was low compared to normal. Volume discrepancies were checked but the representative did not have specific numbers on what was pulled out vs. Actual. Additional information was received from a hcp. Additional patient medications included topamax and duloxetine. Per the hcp, due to a previous occurrence (refer to manufacturer report 3004209178-2015-00906), this was a sign of withdrawal. The pump was assessed with imaging, the patient was given oral baclofen, a creatine kinase blood test (ckmb) was ordered, and the patient was prescribed antibiotics for urinary tract infection (uti). The cause of the itchiness was determined to be withdrawal and a non-functioning pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.